Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 1300 mg/dl. Customer stated that her insulin pump had blank display prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No blank display during testing. No damage found on connection and lcd isolation tape noted. The insulin pump was received with a missing end cap sticker.